Event description:
The manufacturer received information alleging a ventilator service required error occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and confirmed a ventilator service required error code related to the oxygen blending module board. The device's oxygen blending module board was replaced to address the issue. Additionally, during evaluation, the device failed a test step. The devices sensor board was replaced to address the issue. Additionally, the trilogyo2 pm1 kit, detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43 micron filter, and front panel board were replaced unrelated to the reportable malfunction. The device passed final testing.